Event description:
Lodi implant failed to osseointegrate.

Manufacturer narrative:
Clinician stated that a lodi implant failed to osseointegrate. The clinician did not provide the following info: amount of torque used on abutment and implant; whether primary stability was achieved; whether the implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. Since the distributor was not able to provide info regarding the implant's part number or lot number, the specific lhr documentation were not reviewed. However, zest's internal processes ensure that any discrepancies or issues of non-conformance are successfully resolved prior to the release of all zest parts. Implants have to be manufactured to specifications before they are released for sale/shipment. No further action is required.